Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not getting any basal. They would go to bed with a blood glucose of 90 mg/dl and wake up with a blood glucose of 220 mg/dl. The customer stated they were not getting any alarms. They had dawn phenomena but not enough to cause a high blood glucose. The customer declined troubleshooting for the high blood glucose and the insulin pump. They would correct their high blood glucose in the morning with manual injection. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No basal rate anomaly or bolus delivery anomaly noted. Pump passed dat test at 0.08745 inches. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.